Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency medical service on (B)(6) 2021 for low blood glucose. The blood glucose level at the time of event was 40-42 mg/dl which was treated food and glucose tablet. Customer¿s current blood glucose value was 275 mg/dl. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with programming the pump. The customer was not using the auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.